Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the company representative needed assistance decoupling patient's handset. They received a handset from the healthcare provider. They were assisted in decoupling to pair with current pump but experienced a lag at 90%. Technical services assisted clearing data and this resolved the issue.